Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between january 27, 2023, and january 28, 2023. Two (2) actual devices were received for evaluation. Visual inspection on the samples via the naked eye noted white drug precipitate blocking the fluid path inside the tubing line. Examination on the flow restrictor also revealed drug precipitate blocking the fluid path at the distal end of the capillary glass. The capillary glass is located inside the white flow restrictor housing. Based on the findings, the cause of the reported flow problem was due to drug precipitate blocking the fluid path inside the infusor devices. The reported condition was verified. The cause of the reported condition was due to user error. The product label (IFU, instructions for use) indicates that it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during infusion. The infusion was scheduled to be completed within 48 hours, but the actual completion time was over 12 hours more than the expected time. The devices contained 240ml of 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.